Manufacturer narrative:
(B)(4).no sample was returned therefore no evaluation was performed.

Event description:
Initially, the patient indicated she was just released from the hospital on (B)(6) 2010. She was hospitalized for three days because of peritonitis. Additional information indicates: on (B)(6) 2010 the patient complained of abdominal pain and had a clear drain bag. On (B)(6) 2010 the patient was admitted to the hospital for severe abdominal pain. Peritonitis was diagnosed on (B)(6) 2010 as bacterial peritonitis. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010. No exit site or tunnel infection is associated with the peritonitis. The peritoneal dialysis (pd) effluent was analyzed on (B)(6) 2010. A cell count nor gram stain were not performed. The pd effluent was cultured and results indicate streptococcus viridans and staphylococcus coagulase negative. The patient was started on vancomycin intraperitoneal (ip). The peritonitis is considered to be resolving. The patient remains on pd therapy and the event was not related to the dianeal solution. The peritonitis was not related to the baxter devices. This is the master complaint related to the cassette.